Event description:
It was reported during the procedure the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and 2-l catheter for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was slightly kinked towards the proximal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 31mm from the proximal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.797mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars), lab inventory introducer needle, and the returned catheter. Little to no resistance was encountered as the guide wire passed completely through the components. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the proximal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review based on a potential lot identified from sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.